Event description:
It was reported that cartridge did not fully snap into pump. There was no reported impact to the customer¿s blood glucose level. Caller inspected pump and cartridge for damage or debris, cleaned pneumatic tap area, and reloaded original cartridge as instructed by technical support, and insulin therapy was resumed successfully.